Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cia-update 20.jul.2016: e-mail dated 20.jul.2016 states that the affiliate has mixed up the event date and the alert date. Event date was on (B)(6) 2016, however, the breakage was noticed on x-rays taken on that day, so it's still unknown when device actually broke. Also, the alert date was confirmed to be on june 21, 2016.

Manufacturer narrative:
Patient weight is unknown. Unknown when the device broke; it was discovered on x-rays (B)(6) 2016. Potential lot numbers 9352450 and 9448931 were provided, but it is unknown which lot the broken screw was. (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it is still implanted in the patient. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records for both potential lot numbers was completed: part 04.627.615s, lot 9352450: manufacturing location: (B)(4). Manufacturing date: march 19, 2015. Expiry date: march 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. Part 04.627.615s, lot 9448931: manufacturing location: (B)(4). Manufacturing date: march 04, 2015. Expiry date: april 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lws1 right screw broke post-operatively. It was noticed on x-rays on (B)(6) 2016. The device is still implanted and it is unknown if a revision procedure will occur. This is report 1 of 1 for (B)(4).